Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the orvil was used with the device, however loading was unable to be performed.